Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date / the manufacturing date are currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained via: what was the name of the procedure? Revision of hinge tka. Poly exchange. ¿ what was the procedure date? 9 july 2024 ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify not pulled of suture. - needle snapped while in use. Less than 1/4 of the way through closing the wound. ¿ what is the lot number of each faulty device? See attached image for items. Patient consequences? I¿m not sure there is anyone who can assist. These products are not even related to joints - they¿re ethicon wound closure products. Looks like the needle snapped intraop. They would have grabbed a new suture and carried on I imagine. Was not privy to this event. If there was patient consequences / I would have heard of it photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: photos shows a winding former labels as sxpp1a443. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records could not be reviewed as the batch number is unknown.

Event description:
It was reported that a patient underwent a knee procedure on (B)(6)2024 and barbed suture was used. During the procedure, x2 snapped suture needle. No adverse patient consequences were reported. Additional information was requested.